Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, when the physician tried to implant the lead, the helix was extended partially. The physician decided to replace the lead with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.